Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5094890) on (B)(6) 2020. The most recent information was received on 29-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, levetiracetam (keppra), naproxen and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), menorrhagia ("heavy menstrual cycles"), seizure ("seizures"), migraine ("migraine"), depression ("depression") and dental caries ("tooth decay"). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, seizure, migraine, depression and dental caries outcome was unknown. The reporter provided no causality assessment for dental caries, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain and seizure with essure. The reporter commented: the seriousness criterion "hospitalization, disability/permanent damage, required intervention" was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.